Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. The endoscope was not used for the procedure with the foreign material attached. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, the cleaning brush got caught inside the gastrointestinal videoscope. The issue occurred during reprocessing. The device was returned and an evaluation revealed, foreign matter comes out from the tip due to damage of the suction channel in the operation part. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. No foreign material was adhered to the scope. The endoscope was not used in a case with foreign material attached to it. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. The suction channel was brushed. An evaluation of the returned device could not confirm the customer allegation. Due to damage on up/down knob, water tightness is lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on bending section cover was chipped. Mouthpiece was loose. Indication on scope connector was peeled. Scratches were found throughout the device. Protector of universal cord on scope connector side had discoloration. Paint on air/water-cylinder was peeled. Scope connector had corrosion. The universal cord had a dent. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.